Event description:
A consumer reported having essure (fallopian tube occlusion insert) implanted for birth control. She stated the procedure was done in her doctor's office with cervical block and some pain meds (medications) taken before the appointment. The procedure was one of the most painful experiences of her life and she had two vaginal births. Her uterus was very retroverted and one coil was very difficult to place. After several tries, the doctor finally was able to place it. She spent the rest of the day in bed resting. The next day, she began to have labor like cramping and very heavy menstrual bleeding. She called her doctor and they asked her to keep them posted. After a couple of weeks of progressively worse bleeding, cramping, followed with migraines, horrid back pain, and extreme fatigue, her doctor ordered an x-ray to rule out perforation. The x-ray showed that the coils were exactly where they were supposed to be. Her symptoms got worse and got more complicated. Hair loss, memory loss, confusion, joint and muscle pain, insomnia and chronic infections followed. She just wanted birth control, but got way more than what she was expecting. She was fortunate that her implanting doctor wanted to schedule a hysterectomy immediately. Her doctor said she was having a bad reaction to essure. He had never seen it before, but took her seriously immediately. She had one visit to emergency room due to fainting spells. She has a nickel allergy and shared that with her doctor before implantation and he said that nickel had been removed from the list of contra-indications. She had the essure coils in for only 10 weeks, but it was 10 weeks of total (unspecified). She started feeling better within hrs after her hysterectomy and most of her symptoms were gone within a few weeks. She never thought she would have to have such an extreme surgery at the age of (unspecified). She had to take three weeks off from work during (unspecified).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.